Event description:
Reporter indicated that vns pt has experienced constant hoarseness since vns implant. Treating neurologist programmed the device to off and ordered a barium swallow. The pt is also undergoing speech therapy. X-rays were taken and reviewed. The lead appears to be implanted at the c-4 level. No tie downs are noted, no strain relief bend or strain relief loop are noted. In the two views provided, there does not appear to be any fractures, but the entirety of the lead cannot be seen, therefore, lead fractures cannot be ruled out. No assessment of the generator can be made as no views of the generator were provided. Further follow-up revealed that the pt was diagnosed with vocal cord paralysis. The pt reports feeling a tightness and pain when she turns her head up and to the right.

Event description:
Clinic notes were received for the patient. In the notes dated (B)(6) 2012, it was still indicated that the patient's initial vns placement was complicated by persistent hoarseness. The physician indicated that she believes that there was no strain relief loop placed with initial generator placement, so this may have contributed to the patient's hoarseness. Device diagnostics were reportedly normal. In the notes dated (B)(6) 2005, the physician again noted that the patient had an apparent complication of the procedure with left vocal cord paralysis of the 10th nerve palsy. She has had some difficulty swallowing tablets and capsules since the surgery with some coughing when swallowing liquids. Her hoarseness is present continuously, not just with activation of the vns. The patient has also noticed that postoperatively if she turns her head far to the right, she develops lancinating pain radiating from the right neck up to the sub-mental region. Upon increasing output current on this date, the patient tolerated it well and did not experience additional hoarseness. The physician stated that she is a "little concerned that the vagus nerve may not be in continuity if there is absolutely no change in her hoarseness with stimulation, but hopefully this will recover with the passage of time." Attempts for additional information have been unsuccessful to date.

Event description:
Attempts for additional information has been unsuccessful to date, as the treating physician reported that she did not know the answers to the questions. Review of the in-house database of the patient's programming/diagnostic history revealed that the patient resumed therapy.

Manufacturer narrative:
Lot#, expiration date, corrected data: the initial report inadvertently reported the operator incorrectly. Operator of device, corrected data: the initial report inadvertently reported the operator incorrectly. Type of report, corrected data: the initial report inadvertently did not include that this is a '30 day report.' Device manufacture date, corrected data: the initial report inadvertently reported this date incorrectly.

Event description:
In the clinic notes dated (B)(6) 2012, it was reported that the patient was referred for generator. Her postoperative course on the original placement was complicated by a hematoma in the area of the generator pocket and left vocal cord paralysis. She eventually underwent injection of the left vocal cord to help improve her speaking. The patient reported that her symptoms resolved over about eight months and has had no subsequent problems. Attempts for additional information has been unsuccessful to date.

Event description:
Further follow-up revealed that the pt's vocal cord was severed during the implant surgery which is the probable cause of the pt's vocal cord paralysis. The vns system was disabled and currently remains disabled. The pt has had no improvement. The pt is also experiencing pain in the neck area. The neurosurgeon believes that further surgery would not alleviate the problem.

Manufacturer narrative:
Describe event or problem, corrected data: the supplemental report #2 inadvertently did not include this data.